Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician had trouble with the deployment of an angio-seal device. It was stated that after deploying the anchor the physician noticed that the transition was not as smooth as it normally was. The physician heard two clicks and then pulled. The patient was stable for two hours. When the patient was ready to stand up, the patient began to bleed at the puncture site. Manual compression was performed to achieve hemostasis. Additional information was received january 9, 2019: the procedure performed was a intervention angiogram. A 6fr sheath was used in the procedure. A pre-deployment angiogram was performed. The patient condition was stable. The reported blood loss was 250 cc's.